Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros tsh quality control result was obtained. An ocd field engineer performed 'as needed' maintenance to the signal reagent, well wash, and reagent metering subsystems. Performance testing following service confirmed that the vitros 5600 system was operating as expected. Although a definitive root cause was not determined, the most likely cause of the event was instrument related.

Event description:
This customer obtained a non-reproducible, higher than expected vitros tsh quality control result (1.11 miu/l) while using the vitros 5600 integrated system, when compared to the expected tsh quality control result (0.68 miu/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur with patient samples. No discrepant tsh patient results were reported to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).